Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen (o2) sensor. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed no notable conditions were found. The returned component was installed into a test ventilator for analysis; functionality testing was performed and the o2 sensor failed to calibrate. The ventilator diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause was due to the o2 sensor calibration out of range due to exceeding service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an oxygen (o2) sensor out of range diagnostic message. Ventilation did not stop and the patient was not harmed or injured as a result of the event.